Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer replaced broken retractor band and latch side slide rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had failed drawer. The customer stated that drawer failed to open, many cubies need to be recovered but drawer is failing to release. There were no adverse events or injuries reported based on this event.